Event description:
It was reported that the patient underwent magnetic resonance imaging, which caused the implantable cardioverter defibrillator (ICD) to enter backup vvi mode, resulting in a loss of defibrillation therapy. The ICD was restored to nominal settings, and the patient remained stable.